Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code: 4625 (to capture incision enlargement). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the lens, it was noticed there was a crack in the optical center of the lens. The lens had to be cut into 2 pieces, the incision enlarged and the 2 pieces removed. New lens was placed without issue. The patient was doing fine post-op. No other information was provided.

Manufacturer narrative:
Corrected data: upon review it was noted that ¿section b2 (outcome attributed to adverse event)" was inadvertently populated as "required intervention to prevent permanent impairment/damage" in the initial report. Moreover, information that the back-up lens was another jnj lens with the same model and diopter and that there was no patient injury reported, as well as in section h10 text, this verbiage, "h6: health effect - clinical code: 4581 incision enlarged" were all missed in the initial report submitted. This supplemental report is submitted to correct these. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.